Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on the greater curvature, the stapler was able to fire, the staple line was incomplete proximally on two reloads. They sutured to fix the staple line. The surgical time was extended by 30 minutes or more. They replaced the misfired one with another reload to complete the case.